Manufacturer narrative:
Date of event was reported as (B)(6) 2016. Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer reported that it was taking too long to charge the patient¿s implantable neurostimulator (ins). It was noted that the skin around the ins got warm when charging. The patient stated via the consumer that normally the skin around the ins did not get warm when charging. The consumer stated that they were unsure if the taking too long to charge issue was due to coupling boxes or other reasons. Troubleshooting was unable to be performed as the reporter did not have access to the device products. Additional information received from the patient reported that their ins was usually always depleted when they start the recharging sessions. They did not use the ins on the left anymore but the healthcare professional (hcp) wanted the patient to maintain it. The patient reported that they only got 3 coupling bars in the last 6 months ((B)(6) 2015) when they charge and was only able to charge to ¾ since. They used to be able to fully charge the ins. The other ins on the shoulder on the right side was burning when charging and that it took a really long time to charge it up. The patient used only the one ins all the time and did not turn it off because they would get sick within 10 minutes from the preexisting migraine pain condition. They charged up to 10 hours at a time and the ins still would not be fully charged. Both of the ins devices would only get ¾ full. The patient had not tried using the antenna locate (al). A new recharger antenna was being sent to them to try (they thought they just changed that product in 2015). The patient was going to see their doctor to look at the past 6 recharging sessions to see if there is any information that could help resolve the issue. The patient mentioned that they used to have a ¿different device¿ from somewhere else. The indications for use for the implanted device were noted as spinal pain, degenerative disk disease, non-malignant pain, and other chronic/intract pain (trunk/ limbs). There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Event description:
Additional information received from the consumer again reported that it was taking the patient too long to charge their ins. No troubleshooting was performed due to lack of access to the device products. The patient noted that this was the third time this had occurred and had been like this for a year. They stated that they have 2 implants (inss) and knew how to charge. It was confirmed that they got all 8 coupling bars shaded when recharging and got a normal recharging screen. It was reviewed with the patient that getting all 8 coupling bars and getting the normal recharging screen meant that the recharger was working as intended. They reported that it took ¿forever¿ to charge and never got fully charged. It was noted that the first time in a year and a half the battery finally charged fully but now it only charged to half and would not go up higher than that. It took them 6 hours to go from half to full. The reported information was unclear as the patient stated that they were not able to fully charge but later stated that it took them 6 hours to get a full charge (follow up is being conducted for clarification). It was also reported the recharger was taking a long time to charge the recharger. They were told by the manufacturer¿s representative to get a new recharger sent to them.

Event description:
Follow up information received from the patient reported that they had notified the manufacturer¿s representative regarding the issue where it was recommended that they contact customer service. No progress was achieved after doing this as it was insisted that the patient didn¿t know how to use the device correctly. As steps to resolve the issue, the patient contacted the representative and explained the problem and was recommended to change the antenna. The patient reported that their battery was still not working, not charging fully (3/4) and it was becoming hot after an hour of charging. The patient stated that the problem still remained and that they ¿have been trying to get by with a battery not charging fully and burning while recharging¿. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37754, serial# (B)(4), product type: recharger. Information previously reported in MDR #3004209178-2017-02617 applies to this event. All additional information will continue to be reported in this MDR and in related MDR# 3004209178-2016-09352. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information previously addressed in MDR# 3004209178-2017-02617. A patient reported via manufacturer representative that they had never been able to charge their implantable neurostimulator (ins) to full. The patient reported she will get 8 coupling bars and charges her implant for 10 hours and never sees a full ins. The patient has had two antennas and a recharger replaced. The patient mentioned the device was not working and that it had never been in overdischarge. The patient keeps stimulation on 24/7. Impedances were checked and were within normal limits. It was reviewed that the representative will need to obtain the recharger for recharging statistics. No patient symptoms were reported. The indication for implant was non-malignant pain and other chronic/intract pain.(trunk/limbs). Information previously addressed in MDR# 3004209178-2017-02617 supplemental 001. Additionally information was received from a manufacturing representative (rep) clarifying that the patient's ins worked fine and coverage and therapy were good. The only issue, as was recently reported, was that the patient was not able to recharge the ins fully. They also reported that no actions/interventions were done to resolve the issue yet, as the patient did not have their charger with them. It was reported that the patient was going to schedule a time to meet a rep and do troubleshooting with technical services. The rep also reported contact information of two other reps that would have more information about this event moving forward. One of these reps reported that they tried to reach out to the patient but hadn't gotten into contact with them yet, and the other reported as well stating that they expected to meet with the patient tomorrow. They also reported that they would provide more information after meeting with the patient. Additional information was received from the manufacturer representative and consumer on 2017-02-08. It was reported that implantable neurostimulator recharger (insr) statistics were run from the clinician programmer interrogation of the implantable neurostimulator (ins). The typical interval was 2.2 days with 4 boxes when the patient reported they got 8 coupling bars, the typical duration was 0 hours. On february 8 they charged 0 hrs ending at 50%, (B)(6) had 0 hours with 75%, (B)(6) had 2.6 hours ending at 75%, (B)(6) with 0 hours ending at 50%, (B)(6) with 0 hours ending at 75%, and (B)(6) with 3.4 hours ending at 75%. It was reviewed that the recharging statistics looked normal and could potentially explain why the consumer believed that they could not charge to 100%. The caller stated that the patient reported burning at the pocket site when charging which was previously reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that data from the physician programmer showed (B)(6) boxes for coupling, not (B)(6), and the longest charging session 3.6 hours and reached 75% full. All looked within normal limits. Patient further reported heating to the area since 2012, which was ongoing. This was previously reported. The patient was advised to position charger to obtain (B)(6) boxes and check coupling periodically during the charging session and if she feels heat to the area to stop charging and the break up the session.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.